Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer attempted to prime the infusion set tubing and subsequently no insulin was observed to be dripping out of the infusion set tubing. Customer's blood glucose level ranged between 300-400 mg/dl.